Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery (longevity) had "come down quickly." Optimization had been done about six weeks earlier for the left ventricular output and it was suggested that the right ventricular output could be optimized to extend the battery longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.